Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 24.6 mmol/l at the time of the incident. The customer stated that the retainer ring was damaged. Customer stated that damage occurred due to insulin pump bumped. Customer stated that battery compartment was cracked. The insulin pump will be returned for analysis.